Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date of implant: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and urethral hypermobility and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pelvic pain, recurrence of incontinence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2010, due to mesh erosion into bladder, continued mixed incontinence and dyspareunia and a boston scientific lynx sling was implanted on (B)(6) 2011 due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number . It was reported that patient also underwent monarc tvt hammock implant on (B)(6) 2009 due to sui. (As per implant record).